Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "vitrector would not cut" (failure to cut). Hosp reports that the vitrectomy cutter worked for one cut, and then stopped working altogether. The surgery was completed and there was no pt harm. Additional info has been requested.

Manufacturer narrative:
No products were returned for evaluation. A device history record review could not be completed since no lot numbers or serial numbers were provided. The root cause could not be determined. (B) (4). (B) (4). (B) (4).